Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5077693) that a patient of unknown age who underwent an unspecified implantation procedure with a 550cc mentor cpx 4 breast tissue expander, experienced right side deflation. As a result, the patient underwent removal on an unspecified explantation date.

Manufacturer narrative:
On 4/12/2019, mentor became aware that the correct date of implantation was 1/1/2018 and that the correct date of explantation was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).